Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter read inaccurately low compared to her feelings and another device. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2013. On an unspecified date, the patient reported obtaining blood glucose readings of ¿31 mg/dl¿ with the subject meter and ¿78 mg/dl¿ on another device (freestyle meter), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 30 mg/dl. At the time of the follow-up call, the patient confirmed she felt fine when she obtained reading of ¿31 mg/dl¿ with the subject meter. During the follow-up call the patient clarified that in (B)(6) 2013 she suffered a stroke and was hospitalized for 3 days. The patient mentioned that the stroke could have been prevented if her cardiologist had put her on medication for her heart condition. During the follow-up call, the patient also clarified that in early (B)(6) 2013, she developed a low blood glucose after not ¿eating enough.¿ the patient mentioned when she went to the grocery store she began to feel confused and disoriented. The patient did not have any meters with her at the time to test her blood glucose; however, associated symptoms with low blood glucose. The patient reported feeling better after eating baked goods. At the time of troubleshooting, the patient informed the css that she had lost the subject meter. Replacement product was sent to the patient. Although the patient developed signs/symptoms suggestive of hypoglycemia, there is no indication that the subject meter caused or contributed to this serious injury. The patient reported that the onset of symptoms was as a result of not eating enough. However, this complaint is being reported as a malfunction because the subject meter did not meet lfs¿ accuracy criteria.